Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified pain medication. After an unspecified length of time in use, the tubing separated from the female adapter. The tubing set was replaced and the therapy was resumed. The customer contact reported, "distess to pt, no lasting injury as breakage was spotted early enough." No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 01835. The domestic list number has a common device name of and has a 510k of k941214. (B) (4).